Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an ipsilateral approach. The 100% stenosed target lesion was located in the moderately calcified anterior tibial artery. A 6fr non-bsc introducer sheath was inserted and a non bsc guide wire crossed the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. During preparation, the device was not inflated; however, while pulling negative, the physician noted that air kept coming out from the device and a balloon rupture was suspected. The procedure was completed with a different device. No patient complications were reported and patient's status was good.